Event description:
The pt received two leads with the same lot number. It was reported, the pt was unable to increase the amplitude of her system. The sjm rep met with the pt and determined the left lead had invalid contacts. Reprogramming was unable to provide effective stimulation. It was reported, the pt was to meet with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.